Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted g.5: 510(k-) k130520 the actual device was returned for evaluation. Visual inspection revealed no anomalies. The actual device was built into a circuit with tubes. Saline solution was filled and circulated in it and the pressure drop was determined at each flow rate. As the result, the obtained values were found to be slightly higher than those of the current product sample. The actual device was subjected to another unaided visual inspection. Some clots were found to have formed inside the bottom side and the back side. The actual device was fixed with glutaraldehyde solution and the housing component and the filter were removed from the oxygenator module. Visual inspection of the filter found the formation of red thrombus was found on the surfaces of the filter. Subsequently the inside of the oxygenator module was inspected with the naked eye. No visible thrombus formation was found. The fiber was found to have been wound in the proper manner. The fiber layer was removed from the winding in increments of 2mm and each layer was subjected to visual inspection. There was no clot formation that was visible with the naked eye on the fiber winding. The outer cylinder was removed from the heat exchanger module and the inside of the heat exchanger module was subjected to visual and magnifying inspections. The formation of white thrombus was observed on the bottom side. Both sides of the filter were removed during the test were inspected under magnification. No thrombus formation was found on the surfaces. The diameter of the mesh of the filter was confirmed to be normal. The fiber layers that were removed during the test in above were inspected under magnification. The formation of white thrombus was observed. Electron microscopic inspection of the outer and inner surfaces of the filter revealed the adhesion of erythrocyte components, including red blood cells, deformed red cells (echinocytes), white blood cells and platelets and the formation of fibrin net. Electron microscopic inspection of the fiber on each layer on the upper side of the fiber winding obtained revealed the adhesion of erythrocyte components, including red blood cells, deformed red cells (echinocytes), white blood cells and platelets and the formation of fibrin net. A review of the device history record and shipping inspection record from the reported product code/lot number combination was conducted with no findings. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. Based off the investigation, the cause of the reported rise in the pressure gradient soon after the initiation of the circulation, is likely due to the thrombus that formed inside the actual device and affected the pressure inside the oxygenator module. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported soon after the initiation of the circulation, the pressure gradient went up to 300 mmhg with pi value being 0.9. The rpm. Of the centrifugal pump was increased, then pi went up to 2.7 and the pressure gradient gradually faded away. The operation was continued with no more issues and was completed successfully. The patient was not harmed. An aps1 was used with the involved product.